Event description:
A doctor alleged that one (1) patient experienced insufficient bone growth and the loss of a dental implant due to the use of bioplant material.

Manufacturer narrative:
Specific patient or incident information was not provided by the doctor. The bioplant material was removed and the surgical site was re-sutured without the implant. To date, the patient is doing fine. The product was returned in a condition which made analysis impossible; therefore, a retain sample was evaluated. Visual and physical tests were performed, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Manufacturer narrative:
It was determined that the returned product contained enough material to conduct an evaluation; therefore, a visual and physical test was performed, yielding results within specifications.